Event description:
It was reported that this right ventricular (rv) lead exhibited myopotential noise in unipolar programming during isometrics. Additionally, this lead exhibited undersensing. Technical services (ts) provided potential following actions. The device was reprogrammed. The patient will be in-clinic for a follow-up. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited myopotential noise in unipolar programming during isometrics. Additionally, this lead exhibited undersensing. Technical services (ts) provided potential following actions. The device was reprogrammed. The patient will be in-clinic for a follow-up. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead did not exhibit undersensing. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5: describe event or problem. Correction to field h6: impact codes. Correction to field h6: device codes.